Event description:
During an implant procedure, the stylet was unable to be advanced into the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. A stylet insertion test was unable to be performed due to the over torqued inner coil in the connector region. The cause of the reported event was due to the over torqued inner coil in the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.